Event description:
It was reported the patient¿s device was not lying flat and was tilted. It was that way since implant as the patient lost weight it became more pronounced. The patient had a pocket revision done on (B)(6) 2015. The patient met with the manufacturer representative to reorienting the ins after revision. The patient was doing well. The reorientation was reset. The patient was happy and was receiving effective therapy.

Event description:
Additional information received from the manufacturer representative reported that the implantable neurostimulator (ins) was implanted tilted due to patient anatomy. The pocket revision was due to the weight loss, not the tilted ins. The ins did not move, the tilt of the ins became more noticeable as the patient lost weight.

Manufacturer narrative:
Additional assessment determined that the event of the device implanted "at a tilt" with required ins revision due to patient weight loss was not related to the device or therapy. The device was reportedly intentionally implanted "at a tilt" due to patient anatomy on initial procedure and became more pronounced with patient weight loss, requiring surgical revision.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).